Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (persistent and severe) ; persistent pain"), device breakage ("fragments left from fisrt surgery") and genital haemorrhage ("heavy constant bleeding; continual bleeding") in a 24-year-old female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (21dec2005, 27apr2008, 18sep2012). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced back pain ("back pain") and arthralgia ("joint pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain upper ("upper abdominal pain"), allergy to metals ("allergic to nickel") with pruritus, rash generalised and skin irritation, dry skin ("severely dry skin"), pain of skin ("stinging skin"), vulvovaginal discomfort ("vaginal irritation"), mental disorder ("aggravated any psychiatric and psychological condition"), dysgeusia ("metallic taste in my mouth"), panic attack ("panic attack"), chest pain ("chest pain") and palpitations ("palpitation"). The patient was treated with surgery (bilateral salpingectomy with essure removal on (B)(6) 2015), surgery (fragmental removal and full hysterectomy on (B)(6) 2017) and surgery (hysterectomy, fragment removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal pain upper and panic attack was resolving, the device breakage, arthralgia, allergy to metals, dry skin, pain of skin, mental disorder, chest pain, complication of device removal and palpitations outcome was unknown and the genital haemorrhage, vulvovaginal discomfort and dysgeusia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, chest pain, complication of device removal, device breakage, dry skin, dysgeusia, genital haemorrhage, mental disorder, pain of skin, palpitations, panic attack, pelvic pain and vulvovaginal discomfort to be related to essure. The reporter commented: on 15-aug-2015, bilateral salpingectomy was performed. On 13-apr-2017 hysterectomy was done and fragments were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on 15-sep-2014: biulateral occlusion x-ray - on an unknown date: fragments left from first surgery . Concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, palpitation and device breakage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-may-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments left from fisrt surgery') in a 24-year-old female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 2005, (B)(6) 2008, (B)(6) 2012 and cholecystitis. Concurrent conditions included paratubal cyst, dizziness, nausea, vision abnormal, joint pain, right lower quadrant pain, headache, fatigue, visual disturbances, migraine, numbness of limbs, memory loss, abdominal pain, anxiety and panic attacks. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain (persistent and severe) ; persistent pain"), 7 days after insertion of essure. On (B)(6) 2013, the patient experienced back pain ("back pain") and arthralgia ("joint pain/I have problems with my wrists/hip pain/ankle and pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced genital haemorrhage ("heavy constant bleeding; continual bleeding"), abdominal pain ("abdominal pain"), abdominal pain upper ("upper abdominal pain/aching in bottom of my stomach"), allergy to metals ("allergic to nickel") with pruritus, rash and skin irritation, dry skin ("severely dry skin"), pain of skin ("stinging skin"), vulvovaginal discomfort ("vaginal irritation"), mental disorder ("aggravated any psychiatric and psychological condition"), dysgeusia ("metallic taste in my mouth"), the first episode of panic attack ("panic attack"), chest pain ("chest pain"), palpitations ("palpitation"), malaise ("getting sick"), fatigue ("extremely fatigued"), alopecia ("losing hair"), the second episode of panic attack ("major panic attack"), pruritus ("itching all over"), liver disorder ("liver problems"), musculoskeletal chest pain ("ribs hurt"), dizziness ("I stay dizzy"), dyspnoea ("short breath"), hypoaesthesia ("hands and feet go numb"), uterine enlargement ("goodness hun u were swollen/ my uterus hurts and is swollen"), abdominal distension ("end up slightly bloated"), headache ("headaches"), anxiety ("anxiety"), feeling abnormal ("brain fog"), musculoskeletal pain ("shoulder pain"), flatulence ("gas pain"), pain ("body pains/feeling of like neediles poking you"), pain in extremity ("pain in my left arm/legs pain/feet pain"), hypoaesthesia oral ("lips numb"), biliary colic ("I've had gallbladder pain") and abdominal pain lower ("and some sharp pains sometimes in my lower abdomen"). The patient was treated with surgery (hysterectomy, fragment removal and fragmental removal and full hysterectomy on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, arthralgia, allergy to metals, dry skin, pain of skin, mental disorder, chest pain, complication of device removal, palpitations, malaise, fatigue, alopecia, the last episode of panic attack, pruritus, liver disorder, musculoskeletal chest pain, dizziness, dyspnoea, hypoaesthesia, uterine enlargement, abdominal distension, headache, anxiety, feeling abnormal, musculoskeletal pain, flatulence, pain, pain in extremity, hypoaesthesia oral, biliary colic and abdominal pain lower outcome was unknown, the pelvic pain, back pain, abdominal pain and abdominal pain upper was resolving and the genital haemorrhage, vulvovaginal discomfort and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, biliary colic, chest pain, complication of device removal, device breakage, dizziness, dry skin, dysgeusia, dyspnoea, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hypoaesthesia, hypoaesthesia oral, liver disorder, malaise, mental disorder, musculoskeletal chest pain, musculoskeletal pain, pain, pain in extremity, pain of skin, palpitations, pelvic pain, pruritus, uterine enlargement, vulvovaginal discomfort, the first episode of panic attack and the second episode of panic attack to be related to essure. The reporter commented: on (B)(6) 2015, bilateral salpingectomy was performed. On (B)(6) 2017 hysterectomy was done and fragments were removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral fallopian tubes are occluded by the essure coils.. Pathology test - on (B)(6) 2017: uterus and cervix, total hysterectomy: - cervix with high grade squamous intraepithelial lesion (cin 2, moderate dysplasia) (see comment); - proliferative pattern endometrium, negative for hyperplasia or malignancy; - myometrium with no significant histopathologic abnormality. Clinical features: pelvic pain. Tissue submitted: 1) uterus and cervix. X-ray - on an unknown date: results: fragments left from first surgery. Concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, palpitation and device breakage quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: getting sick, fatigue, losing hair, major panic attack, itching all over, liver problems, ribs hurt, I stay dizzy, short breath, hands and feet go numb, goodness hun u were swollen, end up slightly bloated, headaches, anxiety, brain fog, shoulder pain, gas pain, body pains/feeling of like needles poking you, pain in my left arm/legs pain/feet pain, lips numb, I've had gallbladder pain, and some sharp pains sometimes in my lower abdomen. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (persistent and severe) ; persistent pain"), device breakage ("fragments left from first surgery") and genital haemorrhage ("heavy constant bleeding; continual bleeding") in a (B)(6) old female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2005, (B)(6) 2008, (B)(6) 2012). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced back pain ("back pain") and arthralgia ("joint pain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain upper ("upper abdominal pain"), allergy to metals ("allergic to nickel") with pruritus, rash generalised and skin irritation, dry skin ("severely dry skin"), pain of skin ("stinging skin"), vulvovaginal discomfort ("vaginal irritation"), mental disorder ("aggravated any psychiatric and psychological condition"), dysgeusia ("metallic taste in my mouth"), panic attack ("panic attack"), chest pain ("chest pain") and palpitations ("palpitation"). The patient was treated with surgery (bilateral salpingectomy with essure removal on (B)(6) 2015), surgery (fragmental removal and full hysterectomy on (B)(6) 2017) and surgery (hysterectomy, fragment removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, abdominal pain upper and panic attack was resolving, the device breakage, arthralgia, allergy to metals, dry skin, pain of skin, mental disorder, chest pain, complication of device removal and palpitations outcome was unknown and the genital haemorrhage, vulvovaginal discomfort and dysgeusia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, chest pain, complication of device removal, device breakage, dry skin, dysgeusia, genital haemorrhage, mental disorder, pain of skin, palpitations, panic attack, pelvic pain and vulvovaginal discomfort to be related to essure. The reporter commented: on (B)(6) 2015, bilateral salpingectomy was performed. On (B)(6) 2017 hysterectomy was done and fragments were removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2014: bilateral occlusion x-ray - on an unknown date: fragments left from first surgery. Concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, palpitation and device breakage. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.